Event description:
Customer reported that the act button became unresponsive and that she received a button error alarm. The blood glucose reading was 214 mg/dl. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. The insulin pump had a cracked end cap and cracked battery tube threads.